Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during initial drain. The home patient (hp) had connected the patient line extension after priming. This was the first time the hp used an extension. The hp cycled the hc to clear the alarm and returned the hc status to press go to start. A baxter technical service representative (tsr) explained the reason for the alarm and its cause and how to connect the patient line extension when he is connecting the bags so the patient line extension can properly prime. The tsr explained the hp would need to start over with all new cassette, bags and extension line. The tsr advised the hp to make sure the patient line primed all the way to the top before connecting. The hp understood and would start over with new cassette and bags. There was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The cause was determined to be due to use error. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. The guide warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The guide instructs the user to verify that the patient line is properly primed. The guide provides step-by-step instructions for properly re-priming the patient line. A review of the label for the product family will be conducted. If there is any further relevant information, a supplemental report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.